Event description:
It was reported that the patient received inappropriate therapy. It was also reported that the right ventricular [rv] lead had varying pacing impedance measurements, had a high sensing integrity count [sic], noise was present and a lead fracture was suspected. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the distal segment of the lead was returned, analyzed and the distal conductor fractured. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay had cosmetic environmental stress cracking, the inner tubing was torn, the outer insulation was torn, there was an exposed defibrillation coil with white substance, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. Performance data was collected and analyzed. Weekly pace measurement log data shows an abrupt increase for max v. Pace = 576 to 16382 ohms range between (B)(6) 2012. 27-ventricular nst <=210ms between (B)(6) 2012 15:09:13 and (B)(6) 2012 08:22:04. 4 - vf <=200 ms average v-cycle between (B)(6) 2012 20:42:44 and (B)(6) 2012 20:42:32. Ventricular short interval count v-sic= 10.1 counts avg/day, in 5.55 days, between (B)(6) 2012 21:06:42 and (B)(6) 2012 11:51:36.